Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited the connecting tube coating was peeling off. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation confirmed the reported event. Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.